Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received a cartridge alarm (cartridge alarm 1 - no pressure change when expected) during the load process. There was no reported impact to the customer's blood glucose level. The customer loaded a new cartridge successfully to address the event.